Event description:
Approximately 7 years and 10 months post tavr procedure, the patient is being worked up for a valve-in-valve (viv) procedure due to severe aortic stenosis (as) and severe central leak (ai). Intervention is likely to take place on (B)(6) 2023. Per medical record review, the patient's 23mm xt valve has severe aortic stenosis with an ava of 0.6-0.7cm2, vmax of 4m/s leading to a mean gradient of 36mmhg, and mild aortic regurgitation. The patient has been having some dyspnea on exertion even though the patient is currently wheelchair-bound. The decision was made to have a viv with a non-edwards self-expanding valve stent in the 23mm xt valve sometime at the start of 2023.

Manufacturer narrative:
The investigation is ongoing. Valve remains implanted.

Manufacturer narrative:
Update to b5 (describe event or problem), h6 (type of investigation, investigation findings and investigation conclusions) and h10 to reflect engineering evaluation. The sapien xt was not returned to edwards lifesciences for evaluation as it remains implanted in the patient. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. The novaflex+ with sapien xt IFU was reviewed for instructions and guidance. Potential adverse event is paravalvular or transvalvular leak. No IFU or training deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for valved degeneration/deterioration was confirmed based on provided medical record. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien xt valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, 'approximately 7 years and 10 months post tavr procedure, the patient is being worked up for a valve-in-valve procedure due to severe aortic stenosis (as) and severe central leak (ai)'. Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), and device degeneration are known potential risks associated with the device. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, patient had history of hyperlipidemia (hld) and diabetes (dm), which are known to increase the risk for developing bioprosthetic valve calcification, resulting in valve degeneration. As such, available information suggests that patient factors (hyperlipidemia, diabetes mellitus) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. No corrective or preventative action nor product risk assessment is required.

Event description:
Updated information revealed that no intervention was performed as the patient decided upon palliative care.